Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The events of capsular contracture and lymphadenopathy are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV; "enlarged axillary lymph nodes".

Event description:
Patient representative reported ¿diagnosed with baker IV grade capsular contracture ¿, ¿enlarged axillary lymph nodes ¿, and "pain,swelling and asymmetry". Additionally reported was the patient's concern with the product. The device remains implanted.

Event description:
This record is for the left side.